Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. B6 relevant tests/laboratory data,inclu - correction. H2 correction/additional information. H6 health effect - impact code - additional. Related record for signal loss (B)(4).

Event description:
Subsequent to the initial MDR, clarified event information was provided. The following information is complete details from the initial MDR. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had reduced hypoglycemia awareness and experienced a severe episode of hypoglycemia which resulted in a road traffic accident. No specific symptoms were reported. The patient stated that the accident was caused by inaccurate readings. When the patient checked their cgm reading, it was reading 5.2 mmol/l; and when a fingerstick was taken by the paramedics the blood glucose reading was 1.4 mmol. The patient was given intravenous treatment, and after the treatment the ¿reading¿ was 9.0 mmol/l. The patient was admitted and was discharged the day after the event, after having spent more than 24 hours at the hospital. When the patient left the hospital the ¿reading¿ was 15.0 mmol/l. It was mentioned that the patient was prescribed sertraline 500 mg daily and was given paracetamol 1 gram 4 times a day for 3 days. According to the report, when cgm data was reviewed after the event, signal loss was noted prior to the event. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was hypoglycemic. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
The patient was treated by the paramedics with intravenous glucose and was brought to the hospital. It was not known how long the patient stayed at the hospital.

Manufacturer narrative:
(B)(4). B5: correction to the following statement in the initial MDR, "there was no specific treatment reported, and it was not known how long the patient stayed at the hospital." H2 correction/additional information. H6 health effect - impact code - correction to removed code f12 serious injury/ illness/ impairment from the initial MDR. H6 health effect - impact code - additional. H6 health effect - clinical code - additional.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 2/5/2025, the day of the event the patient left work to drive to home, and the cgm reading was 4.9 mmol/l. During the drive, the patient experienced feeling like he was going into a hypoglycemic event and the cgm device would have not been indicating this. About 15 minutes into the drive, the patient had a head on collision and the cgm reading would have still been 4.9 mmol/l. When paramedics arrived to the seen the blood glucose reading was 1.4 mmol/l. There was no specific treatment reported, and it was not known how long the patient stayed at the hospital. There was no documentation of further medical intervention. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 07/02/2025. Leading up to the event the patient did not note any cgm readings that were ¿out of the ordinary¿, and when a fingerstick was taken at an unknown point the cgm was accurate. The patient has reduced hypoglycemia awareness and eventually experienced a severe episode of hypoglycemia which resulted in a road traffic accident. The low alert was set to 3.4 mmol/l and no alerts sounded during the event. The patient was brought to the hospital and was admitted. The cgm reading at 3:44pm was the last reading after the accident, after which the patient removed the sensor as advised by the medical staff. The patient was discharged the day after the event, after having spent more than 24 hours at the hospital. No additional patient or event information is available.